Event description:
This is filed for a leak. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. When the clip introducer was inserted into the hemostatic valve of the steerable guide catheter (sgc), the water level in the column dropped. Damage to the hemostatic valve of the clip introducer was suspected. Another clip delivery system was used to complete the procedure with the same sgc. One clip total was implanted reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
All available information was investigated and the reported leak/splash was confirmed via returned device analysis and additionally, it was observed that the ci silicone valve was torn, and the silicone fluid did not seem to be present; therefore, exception (issue) 126748 was initiated on 02-sept-2022 to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would not have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak and observed torn ci appear to be due to the missing silicone fluid. The missing silicone fluid appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.